Manufacturer narrative:
Visual analysis of the photographs identified: - capsular contracture: unable to confirm as it is a medical event not related to the device. - crease/folding of implant: unable to confirm as it is a medical event not related to the device. - seroma-late: unable to confirm as it is a medical event not related to the device. -rupture:only observed in the video one device, but not labeled for side explanted. I can't determinate which is the side explanted. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient informed that according to the doctor, only the left was encapsulated, but it turns out that the right was also encapsulated. Patient reports that for a few months has had intermittent stabbing pain and a change in shape at the level of the left breast" healthcare professional reports "pain, deformation and hardness." "Deep radial folds with a moderate amount of left periprosthetic fluid." This is for the left side device. The device has been explanted.

Event description:
Patient reported left side capsular contracture, baker grade IV, seroma-late and rupture. The device has been explanted and replaced.

Manufacturer narrative:
Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, seroma-late and rupture.